Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 180-270 mg/dl. Reportedly, the customer is using off label insulin fiasp. Tandem technical support (cts) educated the customer on insulin labeling. The customer changed the infusion set and cartridge prior to the report with cts. No issues were observed with the cartridge or infusion set. Customer continued to use the pump for insulin therapy.